Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 150-200 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.